Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 14.0cm was returned for analysis. External insulation abrasion was noted at 11.0-11.2cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.